Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported pericardial effusion with tamponade was observed. The patient was symptomatic with pain and dizziness. Pericardiocentesis was performed and the right ventricular lead was repositioned. The left ventricular lead was explanted and replaced during the same procedure to address high capture thresholds. The patient condition was stable after the procedure.